Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting and she was able to clear the alarm as well as able to complete the insulin pump rewind. The customer was assisted in performing displacement test and it was reported that the test was passed. She was advised to monitor the insulin pump. The customer stated that she again got compromised force sensor system alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery test due motor drive treads component cracked, broken.